Event description:
It was reported that the physician was getting a warning message "unrecognized card" while having v7.1 flashcard in the programming computer. When the v8.1 was inserted in the computer the same warning message appeared again. The programming computer and the flash cards were sent back to the manufacturer for product analysis on (B)(4) 2013. The v7.1 and the v8.1 and no anomalies were identified during analysis. Analysis on the programming computer revealed that one of the flashcard slot pins was bent. The cause of the bent pin is associated with mishandling of the device. Once the pin was straightened, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.